Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for cancer/malignant pain. It was reported that the patient stated every time they tried to bolus, it was taking a long time and lagged at 90%. They stated that this had probably been an issue for about a year. An agent reviewed information and assisted the patient with clearing data. The patient was able to connect to the pump without issue and stated they would call back if further assistance was needed.